Event description:
On july 25, 1999 safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: type I latex allergy; allergic rhinities; urticaria; hives: itchy and watery eyes and dyspnea.